Event description:
The hospital reported that upon opening the vasoview hemopro 2 it was observed that the silicone on the jaw was not intact. A new kit was opened. No patient was involved thus no patient effect.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/19/2022. An investigation was conducted on 10/04/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The clear silicone on the tip of the cold jaw was observed to be peeled back, exposing the metal tip of the cold jaw. The clear silicone on the hot jaw was observed to be intact, with no visual defects observed. The heater wire was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled;jaw" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000255302 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.